Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the kit and the saline ampule with no relevant findings. A review of the tray configuration for this product, (B)(4), was reviewed as a part of this complaint investigation. The saline ampule is located in a tray cavity separated from other components. A corrective action is not required at this time as the potential cause of a damaged saline ampule could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges to have a broken saline ampule in the kit. No patient or user injury reported.

Manufacturer narrative:
(B)(4). The customer returned one opened kit for investigation. Visual examination of the kit revealed that the saline ampule was broken at the score line. The body of the ampule remained in its compartment and the lid was found in the compartment with the 10 ml syringe. Microscopic examination of the saline ampule showed crystalline material along the interior of the saline ampule. This indicates that the ampule was broken and the saline sat long enough for the material to dry. No pieces of the ampule were missing. No other defects were observed. Based on the investigation performed, the reported complaint was confirmed. It was observed that the saline ampule was broken. A DHR review was performed on the kit and the saline ampule with no evidence to suggest a manufacturing related cause. The potential cause of a broken ampule could not be determined; however, shipping and handling could not be eliminated as potential causes. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges to have a broken saline ampule in the kit. No patient or user injury reported.